Manufacturer narrative:
Additional device involved in this event: tg4020/03611535. Udis for the lots: - tg4020/03611536 - (B)(4), - tg4020/03611535 - (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2005, the patient underwent treatment of a type b aortic dissection with two gore® tag® thoracic endoprostheses. On (B)(6) 2017, follow up imaging reportedly showed a proximal type I endoleak, persistent false lumen perfusion, expansion of the false lumen (amount unknown), and extension of the dissection proximally into the ascending aorta. It was reported the proximal type I endoleak was caused by expansion of the existing dissection, resulting in a loss of seal proximally. The patient was reported to be asymptomatic and doing well. On an unknown date, a debranching procedure was performed whereby a surgical graft was implanted in the ascending aorta to bypass the innominate and carotid arteries. On (B)(6) 2017, an additional procedure was performed whereby a cook alpha graft was implanted for treatment of the endoleak and persistent false lumen perfusion. It was reported a small proximal type I endoleak remained at the end of the procedure. The physician reportedly plans to monitor the endoleak at this time. No further adverse events were reported, and the patient tolerated the procedure. Additional information has been requested.